Event description:
It was reported by the company representative: "the pt has been lifted with the sara 3000 by the caregiver to place her on the toilet. Because of the fact that the blue plastic foot rest has been detached from the base, the pt lost her balance. Her legs slid aft while she fell forward, resulting in her knees hitting hard the base of the lift, with the injuries as described above as a result." MFR ref# 3007420694-2014-00003.